Event description:
The surgeon performed a total hip procedure with the assistance of the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After reviewing the post operative x-ray, the surgeon notified mako surgical on (B)(6) 2012 that the final acetabular cup position in inclination did not seem to be placed according to plan.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) for tha. The session data was obtained for review from the rio used during this particular surgery. This review did not indicate any issues related with the system or establish a root cause for the mal-alignment of the acetabular cup. This MDR is being filed in an abundance of caution to ensure compliances with 21 cfr part 803 and is based on comments from the surgeon that post-operative x-rays showed the position of the acetabular cup not according to his original plan.